Manufacturer narrative:
The lot number was not provided/known.

Event description:
The doctor indicated that the abutment screw was placed (B)(6) 2016 and it was reported loosened (not retaining the abutment) on (B)(6) 2017. There was not reported patient impact or delay in the procedure.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection and examined visually by the naked eye. The screw was worn about the body and threaded region. The drive feature is worn but functional. No lot number was provided, therefore the DHR could not be reviewed. No definitive root cause could be determined. This event is non-verifiable with the information provided.

Manufacturer narrative:
No reported issue for abutment screws. This complaint event is not a complaint. The event that was initially submitted on report 0001038806-2017-00226 on may 12, 2017 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the investigation of the device item. So this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event.